Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. The hospital physician contacted boston scientific technical services to request a field representative (fr)to come and check the device. The local boston scientific fr reported that they were not contacted and did not have any additional information. There were no additional adverse patient effects reported. The device remains in service.